Event description:
It was reported that the ilet device¿s screen bezel was splitting and delaminating while the device remained functional, and the user was advised that the device would no longer be watertight. Symptoms included no reported clinical effects. Outcomes included no alerts, no alarms, and no medical interventions. Investigation included customer interview and product evaluation planning based on the reported physical separation. Investigation of this case revealed a device enclosure integrity issue consistent with screen bezel separation, indicating a hardware mechanical separation at the display bezel. It was concluded, based on previously established findings for similar reports, that the cause was mechanical stress and wear leading to enclosure delamination.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.